Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: air in line was mentioned by the outpatient infusion center clinical supervisor but only with specific chemotherapy agents. All tips to proactively address air in line were discussed and applicable tip sheets were sent on 11/30/2022.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the product had air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: air in line was mentioned by the outpatient infusion center clinical supervisor but only with specific chemotherapy agents. All tips to proactively address air in line were discussed and applicable tip sheets were sent on 11/30/2022.